Event description:
Report from unit states: the fiberoptic light probe that comes in our 20 ga total plus vitrectomy pak began to char at the tip of the probe during the procedure. The surgeon withdrew the probe from the patient's eye. The probe was removed from the field and the packaging was collected for identification. The company, alcon, was contacted and all packs with that lot number were sequestered awaiting word from the vendor. Doctor states that there was a burn on the tenons of the patient, which he states was not of great severity, but was evident to the eye.